Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. This lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. This lead was explanted. No additional adverse patient effects were reported. Additional information was provided stating that there was oversensing on this ra lead, however it did not result in any inhibition or adverse effects. Subsequently a new ra lead was successfully implanted. This lead is not expected to return for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.